Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient's electrode belt pins were bent and the belt would not connect to the monitor. The patient was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (bent pins, won't connect to belt) was confirmed. Upon investigation, a belt connector pin was broken off and stuck in the monitor's belt receptacle, preventing proper connection of the electrode belt. The cause of the damaged belt receptacle was unable to be positively identified but is likely due to excessive force when connecting or disconnecting the electrode belt. Device evaluation of belt sn (B)(4) has been completed. The reported problem (bent pins or damaged connector) was confirmed. Upon investigation the trunk cable connector was warped and unable to connect to a monitor. The cause of the damaged connector was unable to be positively identified, but is likely due to excessive force when connecting or disconnecting the electrode belt connector to the monitor. No adverse event resulted from the damaged monitor and electrode belt. The patient was issued a replacement monitor and belt. Device manufacture date: sn (B)(4): 04/2013; sn: (B)(4): 04/2012.